Event description:
It was reported that during a stent procedure in the renal artery, the stent dislodged. The stent was successfully retrieved using a snare device. Reportedly, there was no patient injury.